Event description:
Two patients with discrepant sodium results, all repeat testing on different analyzer, same methodology. Patient 1, initial result 121 meq/l, repeat 128 meq/l. The field service representative determined unstable st1 flow to be the cause and replaced st1 flow control valve and clot sensor. He also replaced l210, l270, syringe seals, f4, degasser, mix tower and water pump. Performance tests performed which were within specification.

Event description:
Two patients with discrepant sodium results, all repeat testing on different analyzer, same methodology. Patient 2, initial result 127 meq/l, repeated twice gave 136 meq/l and 133 meq/l. Erroneous results were not reported. The field service representative determined unstable st1 flow to be the cause and replaced st1 flow control valve and clot sensor. He also replaced l210, l270, syringe seals, f4 degasser, mix tower and water pump. Performance tests performed which were within specification.